Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: operator experienced difficulty inserting bypass tube into sheath due to resistance. A second bypass tube and sheath were used, with the same issue. A third was then used, and operator was able to insert the bypass tube into the sheath. Associated to: 3010252479-2022-00108.

Manufacturer narrative:
Three 18f manta closures, three 18f manta sheaths, and three 18f introducers were returned for investigation. The devices were decontaminated then visually inspected. During inspection the engineer noted blood particulates on all the units. Two of the closure units were locked into their sheaths, one of the units exhibited the lever engaged; and the anchor, collagen and radiopaque lock were not attached. The other unit did not exhibit an activated lever, the anchor was observed to be pushed out of the lumen. The third closure unit was functionally tested with the returned sheath and did not exhibit an engaged lever. The hemostatic valve within the sheath was torn. No resistance noted. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube buckled when met with resistance. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00108 manta.